Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was observed. The analyst noted that beginning the week of (B)(6) 2014, the max rv pacing impedance rose to 3895 ohms up from a trend in the 475-513 ohm range. An rv lead polarity switch occurred on (B)(6) 2015, and the rv unipolar lead impedance warning triggered on (B)(6) 2015. Additionally, beginning (B)(6) 2015, there were vt-ns episodes recorded with evidence of lead noise oversensing. Concomitant product: c4tr01, ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead were observed with a polarity switch due to high impedance. Both leads were capped and replaced. No patient complications have been reported as a result of this event.